Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure it was reported that the catheter was allegedly ruptured and leaked. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure it was reported that the catheter was allegedly ruptured and leaked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows a partial view of the port attached to the catheter tube. A clinician injected some fluid (likely to be blood) which leaked out from the mid portion of the catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.